Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's hospice nurse that the implantable cardioverter defibrillator (ICD) was continuously alerting. Additional information was received that a magnet had been placed over the device and taped very loosely. The magnet shifted every time the patient would move, thus causing the device to alarm. A company representative was able to reprogram the device and turn off detections. The device remains in use. No patient complications have been reported as a result of this event.